Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.